Manufacturer narrative:
The reported event of overestimation was confirmed. Based on the provided information, the incorrect longevity value was due to an error of fuel gauge count (consumption data) reading on the merlin programmer. The incorrect reading led to the inaccurate longevity estimate. The device is performing per design.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited overestimation. It was noted that the longevity estimate increased from 1.3 years to 4 years. No intervention was performed. There were no patient consequences.